Event description:
The customer indicated they had erroneous access 2 ckmb and troponin results for one patient sample run through the cta. The results were as follows: ckmb original result was 6.9 ng/ml. When tested on another access instrument, the result was 1.9 ng/ml. A second draw run resulted on 4.5 ng/ml on the cta and 2.5 ng/ml on the other access instrument. Tni original result thru cta was 3.01 ng/ml. When tested on the other access it was 0.07 ng/ml. The result of the second draw run through cta was 3.58 ng/ml and 2.43 ng/ml. When tested on the other access instrument it was 0.013 ng/ml. The customer indicated that no incorrect results were reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the cta sample probe and peripump tubing to resolve the issue. Since the cta sample probe is used to pipet all access 2 samples, this failure could affect critical chemistries. The manufacturer reference number for this event is (B)(4).